Event description:
The affiliate reported: the device was implanted via v-p shunt at 100mmh2o on (B)(6) 2014 to the patient who is (B)(6) years old male. It was noted soon after implantation that he had a walking disability and ventricles of his brain was found to become large. The surgeon changed the setting pressure lower gradually and eventually set at 30mmh2o. Since there was no improvement with the patient's condition, the revision surgery was conducted on (B)(6) 2014 and the device was replaced to 82-3832 at 100mmh2o. The setting pressure of the removed valve was 30mmh2o. (B)(6) 2014 with regards to (B)(4), we would like to ask you to make a correction for the product code in etq system. (B)(4). It would be appreciated if you could update the product information in etq.

Manufacturer narrative:
Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.